Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no findings. A search of the complaint record did not find any other report with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the tr band device was correctly positioned with the max amount of air. However, when checked, hemostasis was not achieved. There was minimal amount of blood loss. A new tr band was applied as soon as the reported issue was recognized. There was no harm to the patient.

Manufacturer narrative:
The actual device was returned for evaluation. Visual inspection upon receipt revealed no defects. The tr band was leak-tested by being injected an air of 18ml with the factory-retained tr band inflator and submerged in water. No leak was found. The one-way valve was disassembled for further inspection. There was no anomaly noted, with no adhesion of a foreign substance to the air-sealing part of the rubber tip. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the actual tr band sample became deteriorated in its air-tightness performance due to a foreign substance having gotten into the air injection port of the one-way valve and having been caught in the air-sealing part between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. The IFU states: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak."